Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report unexplained high blood glucose levels. The customer's blood glucose levels ranged from 400 to 475 mg/dl. The customer treated by eating a banana and cereal. The customer reported that she was hospitalized prior to being on the device due to low blood glucose levels. During troubleshooting, the customer reported seeing air bubbles in the tubing and a slight curve in the cannula with blood. The customer performed the high pressure test and it passed. The customer was advised to change their entire set, reservoir, and insulin and treat per their health care provider's instructions. The customer was advised to speak with their doctor regarding the unexplained high blood glucose levels. The customer's set and reservoirs were replaced, however nothing was returned.